Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K121976. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the product was used for an endoscopic sclerotherapy procedure of gastric varices. After surgery, the patient developed a pulmonary embolism. Per the reporter, the physician was not aware this product was not applicable for vascular use. Additional information has been requested, however, not yet received.